Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device implanted.

Manufacturer narrative:
An event regarding altr involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient underwent left tha for oa on b)(6) 2013. Tumor mass was noticed 6 month after the implantation. Much of blood was contained in the fluid of the joint obtained by arthrocentesis. On b)(6) 2015, the patient felt dull pain. The patient also underwent right tha in b)(6) 2010 (bicontact coc 32mm (ceramic on ceramic)) and right side has no adverse consequence. So, the patient suspects that foreign body reaction to abrasion powder or metal wear powder between ceramic head and titanium neck junction.

Manufacturer narrative:
Medical review of the provided information suggested that that patient's experience was a result of a vascular complication that occurred during drilling for use of supplemental cup fixation screws at time of arthroplasty. Intermittent bleeding caused a cystic lesion to develop inside the pelvis that ultimately required revision because of persistent pain.

Event description:
It was reported that the patient underwent left tha for oa on (B)(6) 2013. Tumor mass was noticed 6 month after the implantation. Much of blood was contained in the fluid of the joint obtained by arthrocentesis. On (B)(6) 2015, the patient felt dull pain. The patient also underwent right tha in (B)(6) 2010 - bicontact coc 32mm (ceramic on ceramic) and right side has no adverse consequence. So, the patient suspects that foreign body reaction to abration powder or metal wear powder between ceramic head and titanium neck junction. On (B)(6) 2015, revision surgery was performed because tumor mass increased and dull pain occurred 1~2 months before revision surgery.

Event description:
It was reported that the patient underwent left tha for oa on (B)(6) 2013. Tumor mass was noticed 6 month after the implantation. Much of blood was contained in the fluid of the joint obtained by arthrocentesis. On (B)(6) 2015, the patient felt dull pain. The patient also underwent right tha in (B)(6) 2010 (bicontact coc 32mm (ceramic on ceramic) )and right side has no adverse consequence. So, the patient suspects that foreign body reaction to abrasion powder or metal wear powder between ceramic head and titanium neck junction.